Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
(B)(6) placed a triathlon knee implant in my left leg (B)(6) 2009. (B)(6) 2009 my knee swelled full of fluid and I was in a lot of pain. Dr. (B)(6) revised the knee (B)(6) 2009 although I'm not sure he did the second surgery. The incision closure looked like it had been done by a distracted 10 year old. The incision was bleeding constantly for the four days I was in the surgery facility. I went home (B)(6) 2009 only to have to return to emergency care the next day as when I flexed the knee at home blood came shooting out of it and I was bleeding at a constant rate. Because it was the day after christmas the only care I received at the hospital was from a resident who only squeezed out the blood and clots he could through the staples of the incision, put a pressure wrap on it and sent me home.